Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause - user's test strip had poor fill. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 58 and 56 mg/dl. Customer stated he just got the meter today. The customer's expected fasting blood glucose test result range is 70 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 52 mg/dl using truemetrix meter and 48 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2017. Customer has not had any changes to his exercise or diet routine. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:customer is concerned with the results of 58 and 56 mg/dl from the meters memory customer just got the meter today and stated that the results that he is getting on the meter is very low.